Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports a rupture, side unspecified. Device has been explanted.

Event description:
Patient reports a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified underweight, broken shell, black particles. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reports a left side rupture. Device has been explanted.

Manufacturer narrative:
Corrected data: a.2., b.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1., g.3.

Event description:
Patient reports a left side rupture. Device has been explanted.